Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they replaced chloride electrode. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and replaced the dilution wash pump and dilution discharge pump seals. The cse performed coefficient of variation check and ran calibration and quality control, all of which were acceptable. During a follow-up visit, the cse replaced the dilution aspiration pump. The cause of the discordant chloride results on patient samples is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low chloride (cl) results were obtained on patient samples on an advia 1800 instrument. Additionally, discordant falsely low anion gaps were calculated for patient samples. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument, resulting normal. It is unknown if the repeat results obtained from the alternate advia chemistry instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant chloride results and anion gaps.